Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece. Visual examination of the lead found the helix was stretched/bent/damaged consistent with procedural damage with traces of blood/tissue at the helix region. The cause of the reported event was isolated to procedural damage. Final analysis found no indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead got distorted after use. The rv lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.